Event description:
Patient reported ¿she has pain all the time and she hasn't slept through the night since they were implanted. She can't lie on her back at all. She said she has shooting pain in her left breast and her right breast looks like three quarters of a breast with a flat bottom. She said her right breast is hard as a rock. She has nipple discharge, breasts look extremely deformed and misshapen to the point they don't even look like breasts; they used to look like breasts but now they look like boxes because the bottoms are completely flat." Patient additionally reported "capsular contracture baker grade IV." This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, visibility/palpability, nipple discharge, pain.